Event description:
Ous MDR - after an estimated implantation time of about 59 months, it was reported that the ICD could no longer be interrogated. Twiddler's syndrome was also reported. It is suspected that an inappropriate shock delivery occurred related to this, and caused by a short-circuit of the shock lead with the ICD led to damage to the ICD. It was also reported that the patient has died. We currently have no information as to the cause of death of the patient.

Manufacturer narrative:
The returned lead was only available in fragments. Only the proximal part of the lead was returned for analysis. During the analysis of the lead fragment, fraying of the insulation could be noted 13 cm and 17.5 cm distal of the is-1 connector pin, as well as fraying of the coating of the rope conductor to the rv shock coil. 17.5 cm distal of the connector pin, sparkover traces could be seen at the damaged rope conductor to the rv shock coil. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. This damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind that could provide information about the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors wither for the lead or for the ICD.